Event description:
Asst. Or director, reported that while the transilluminating cable was being removed from the pt's esophagus at the end of a surgical procedure. The device's (detachable) tip became detached. Intraoperative endoscopy was performed to locate and retrieve the tip. It was found in the nasopharynx under the soft palate. There was no deterioration of the pt's health reported in association with this incident.